Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that during their trial the right lead came out. There was a slip that occurred that could have been related to this issue but the patient confirmed they did not hit the implant or anything when it happened. It was also stated that the right side really helped with their symptoms and there were no patient symptoms alleged. Indication for implant is urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.